Manufacturer narrative:
Illuminoss reached out to the author and obtained the contact information regarding the user. Despite numerous attempts to contact the surgeon no further information was obtained. There is no indication that the illuminoss device caused or contributed to the surgical infection which occurred 3 weeks after the index procedure. The medical oversight review concluded that the surgical site infection was likely due to the patient's status as immunocompromised and that the index procedure was a significant surgery. However, it is often difficult to identify the root cause of patient infection as there are many potential causes which cannot be ruled out. The cause of the surgical infection in this case is unknown, but is likely contributed to the immunocompromised status of the patient and nature of the surgery, and there is no indication the illuminoss device contributed.

Event description:
A publication reported on a 66 year old male that underwent an illuminoss procedure with a combination of plates and screws used for fixation of the bone graft following primary chondrosarcoma resection. 3 weeks post operative x rays show multiple low density locules over the right inguinal region which on CT correspond to air within a surgical bed abcess. A drainage catheter was used.

Event description:
A publication reported on a 66 year old male that underwent an illuminoss procedure with a combination of plates and screws used for fixation of the bone graft following primary chondrosarcoma resection. 3 weeks post operative x rays show multiple low density locules over the right inguinal region which on CT correspond to air within a surgical bed abcess. A drainage catheter was used.

Manufacturer narrative:
Illuminoss reached out to the author and has obtained the contact r information regarding the user. The investigation is pending a response from the user.

Event description:
A publication reported on a 66 year old male that underwent an illuminoss procedure with a combination of plates and screws used for fixation of the bone graft following primary chondrosarcoma resection. 3 weeks post operative x rays show multiple low density locules over the right inguinal region which on CT correspond to air within a surgical bed abcess. A drainage catheter was used.

Manufacturer narrative:
Illuminoss reached out to the author and obtained the contact information regarding the user. Despite numerous attempts to contact the surgeon no further information was obtained. Additional information which was unknown at the time of complaint closure but entered into the clinical registry was as follows: patient was admitted to ER on (B)(6) 2023 in distress, toxic, with lower abdominal pain and global fatigue. CT abdomen pelvis with contrast - (B)(6) 2023 final result 1. Extensive postoperative the changes of the pelvis with a large collection in the operative bed and extending into the medial aspect of the right proximal thigh, as detailed above. The collection contains numerous bubbly foci of air and demonstrates partial rim enhancement, suspicious for superinfection/abscess. There is an indwelling surgical drain within the collection. 2. Small right pleural effusion. Due to post surgical infection at the procedure site with the changes described above, they physician decided to remove all hardware (plates, screws and illuminoss implant), the bone allograft, and perform an extensive debridement + irrigation, with osteotomy of the femoral neck, leaving the surgical site without any other implant or bone graft. Aiming resolution of the infection. Issue was noted to revolve (B)(6) 2023. There is no indication that the illuminoss device caused or contributed to the surgical infection which occurred 3 weeks after the index procedure. The medical oversight review concluded that the surgical site infection was likely due to the patient's status as immunocompromised and that the index procedure was a significant surgery. However, it is often difficult to identify the root cause of patient infection as there are many potential causes which cannot be ruled out. The cause of the surgical infection in this case is unknown, but is likely contributed to the immunocompromised status of the patient and nature of the surgery, and there is no indication the illuminoss device contributed.